Event description:
Pt getting out of car and plate reportedly broke. The plate was explanted and replaced 2/20/95. The original placement was 1/94. Physical therapy - 1/21-28/94 while in hosp followed by rehabilitation services.